Event description:
Patient received 137.02 gy of therasphere to left lobe of liver in 2000. The following month, patient was admitted to the hospital with increasing abdominal girth, peripheral swelling and abdominal pain over the last 3 weeks. Patient underwent abdominal paracentesis in 12/00 with complaints of severe, stabbing pain in the area of drain. Drained 5l of fluid. Treated with IV pain medications and was given 2 doses of levoquin prophylactically for possible wound infection.